Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
It was reported that on (B)(6) 2018, the patient presented with a descending thoracic aneurysm with a local dissection and was treated with two gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2018, a small type ii endoleak from a small thyrocervical trunk vessel was identified. The vessel was coiled without complications and the endoleak successfully solved.

Manufacturer narrative:
Updated conclusion code 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use (IFU), adverse events which may require intervention and / or conversion to open repair include, but are not limited to endoleak.